Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that the bd safetyglide¿ needle are not drawing up any medication and just not able to push anything out of the needle when attached to various prefilled syringes. The following information was provided by the initial reporter: the customer confirmed that they are using the safety glide needles with prefilled syringes only, according to customer ¿they are not drawing up any medication and just not able to push anything out of the needle when attached to various prefilled syringes. It is happening across all different types of prefilled syringes¿ and because of this they said the ¿needle seems to be clogged/blocked and when they apply force it will cause leakage.¿